Manufacturer narrative:
Manufacturer reference number: (B)(4). Patient information not provided. Incident date was not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received: preoperative diagnosis: menorrhagia, cystocele, stress urinary incontinence. Operation performed total vaginal hysterectomy and left salpingo-oophorectomy, cystourethroscopy.